Event description:
It was reported PICC maintenance clinic nurse maintains catheter for patient, PICC catheter separates from connector when patch is removed, then nurse cuts catheter and installs connector fitting to complete catheter maintenance. (Non-hospital catheterization). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged connector is confirmed; however, the exact cause is unknown. One photograph of a powerpicc solo2 was returned for evaluation. An initial visual observation of the photograph showed the blue catheter disconnected or broken from the connector. It appears to be that the catheter was in use before that event. The catheter is out of focus in the returned photograph making it difficult to discern any other details to the damage. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC maintenance clinic nurse maintains catheter for patient, PICC catheter separates from connector when patch is removed, then nurse cuts catheter and installs connector fitting to complete catheter maintenance. (Non-hospital catheterization). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.